Event description:
Follow up information identified the patient underwent surgical intervention to revise the ipg on (B)(6) 2015. The patient is healing and the issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having difficulty recharging his ipg as he was having to apply pressure to maintain the connection between the ipg and charging paddle. The sjm representative confirmed the issue. The ipg is able to communicate with the programmer. A replacement charging system did not resolve the issue. Follow up information identified the ipg is tilted and surgical intervention may be pending to address this issue.